Event description:
It was reported that during a da vinci surgical procedure, the cable/tip stuck. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported. On (B)(6) 2014, intuitive surgical inc. (Isi) contacted the initial reporter and obtained clarification regarding the reported event. She indicated that one of the cables broke during the case and they couldn't pull it out of the trocar.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.